Manufacturer narrative:
The lead has not yet been received for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. The lead was repositioned, and was tested in unipolar, but the impedance issue could not be resolved. The lead was removed and a new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.